Event description:
An axsym bhcg result of 192.01 miu/ml on a pregnant pt was questioned by an ER physician because the result did not match ultrasound results. Ultrasound indicated that the pt was seven to eight weeks pregnant. The sample was retested yielding a result of 76, 147.9 miu/ml. No impact to pt management was reported.